Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 123(mg/dl). It was reported that the customer would contact their health care provider to obtain insulin injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.